Event description:
An implantable pulse generator (ipg) was returned to the manufacturer from an unknown source with no information. The ipg was analyzed and subsequently tested out of specification. The patient died approximately five years after implant of the ipg. A cause of death has been requested and not received.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and there was high battery impedance. Preliminary analysis showed the battery telemetered value measured 2.36 volts. The functional testing revealed the battery measured a telemetered value of 1.34 volts loaded. The save to disk analysis memory found the elective replacement indicator (eri) was the result of a delta v reading greater than .211 v. Delta eri occurred (B)(4) 2011 which is before explant. The conclusion is that the eri is the result of high internal battery resistance. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.